Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using admelog insulin with the pump. Tandem customer technical support informed customer that admelog insulin is off-label per the user guide. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by checking the site and tubing, filling the tubing, and resuming insulin delivery.